Event description:
It was reported that the pump battery was depleting quickly. The customer experienced an elevated blood glucose (bg) level of 500 and over. High bg resulted in the pump battery shutting down. A bolus was delivered to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.